Event description:
The customer reported a failed spo2 board on the passport 2 monitor, which may have resulted in loss f spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the spo2 board. The unit was tested to factory's specs. It functioned normally and was returned to use.